Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. Access was obtained via the femoral artery. The 85% stenosed de novo lesion measuring approximately 2.0mm in diameter and 24mm in length was located in a moderately tortuous and severely calcified first obtuse marginal artery. The lesion was predilated with a 2.0x12mm apex balloon. A 2.25x24 taxus liberte' atom stent was deployed at nominal pressure in the lesion. When the physician attempted to remove the stent delivery system, balloon withdrawal resistance was noted. The wiseguide guide catheter "sucked" into the left main artery and the physician pulled hard; the balloon was released and withdrawn. The stent was post-dilated with a 2.25x15mm nc quantum apex balloon and was well positioned and well apposed. No patient complications were reported. Patient status is listed as fine.

Manufacturer narrative:
(B)(4). As a device has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).